Manufacturer narrative:
The delivery system was returned to edwards lifesciences for evaluation. During visual inspection, a kink was observed on the balloon shaft proximal to the handle, due to return packaging. A small pinhole was also observed on the crimp balloon after the balloon was inflated to remove the thv. Functional analysis was performed. A leak in the crimp balloon was observed when the delivery system was inflated. It was still possible to inflate the delivery system such that the crimped thv could be removed. Dimensional measurements of the balloon double wall thickness were taken at the observed pinhole on the crimp balloon and were found to meet specification. A review of the video provided showed the insertion of the device through the sheath. It was seen that during the insertion, the valve frame becomes unseated so that it is no longer flush with the flex tip. The condition would allow the edges of the valve frame to make contact with the crimp balloon. During balloon manufacturing, the balloons and delivery systems undergo multiple 100% inspections. These inspections make it unlikely that a pre-existing damage on the balloon was present on the device before leaving the manufacturing facility. The complaint for delivery system leakage was confirmed. Complaint history review indicates that other similar complaints have been caused during removal of the balloon cover. However, in such cases, the issue is found when the device is being de-aired. For this complaint, no issues with device de-airing were reported. Per report, the thv and delivery system got stuck when inserted in the esheath. A strong kink in the vessel was observed and additional force was used to attempt to advance the thv through the kink. The struts of the thv became bent/damaged when the additional force was applied. It is possible that the force applied resulted in damage to the crimp balloon. At this time, a definite root cause cannot be determined. No manufacturing non-conformities or IFU/labeling inadequacies were identified. Review of the complaint history for april 2016 revealed that occurrence rate does not exceed the control limits for this trend category. Therefore, no corrective or preventative action is required.

Manufacturer narrative:
Investigation is ongoing.

Event description:
During the preliminary product inspection of a returned commander delivery system, a small leak was observed near the crimp balloon.